Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with cystoscopy and wide local excision of the vulva with partial vulvectomy due to rectocele, enterocele and vulvar intraepithelial neoplasia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced intrinsic sphincter deficiency.